Manufacturer narrative:
(B)(4).

Event description:
A patient presented to the hospital with an arrhythmic storm managed with appropriate device therapy. The patient then experienced a cerebral vascular accident (cva) and underwent an MRI. During the MRI, the device turned to backup mode due to MRI exposure. The firmware was successfully downloaded and restored normal device function. The patient subsequently expired due to brain damaged caused by the cva. Additional information has been requested and not yet provided.

Manufacturer narrative:
The reset was confirmed via reviewing of the device image from the field. The device had a por reset on consistent with exposure to magnetic resonance imaging (MRI). During the analysis, the device charged and delivered high voltage as programmed. The device was tested on ate (automated test equipment) and met all test specifications. The patient death as reported by the field was not related to the device reset triggered by the MRI.

Event description:
The patient expired due to an ischemic cerebral vascular accident, unrelated to the device reset. The device was returned to the manufacurer.